Manufacturer narrative:
(B)(4). Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. Device evaluation: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation in the pump's event history. The assignable cause was software failure. Generally, software failures only have one occurrence in the event history and do not require any remediation or hardware component replacement. There was no repair necessary to correct the condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 804:26. This condition had the potential to interrupt delivery. This condition occurred upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.